Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, stating the system delivered insulin during lows and that they were going low about eight times per day. The user also reported hyperglycemia, with self-reported values ranging from 50 mg/dl to 353 mg/dl, and acknowledged not announcing meals, after which the pump issued high and low alerts and delivered correction doses. Symptoms included dizziness, shakiness, and sweating during low glucose. Outcomes included glucose fluctuations that stabilized after treatment with oral carbohydrates, with no hospitalization. Investigation included on-call assessment, verification of blood glucose near the 90s with a blood glucose meter during the call, troubleshooting of screen wake issues, review of use patterns indicating missed meal announcements, and referral to clinical support for potential ilet setting adjustments and user education. Investigation of this case revealed that missed meal announcements led to postprandial hyperglycemia triggering corrective insulin, which contributed to subsequent lows and user over-treatment, consistent with device use-related error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the system, including missed meal announcements and overcorrection of lows, with the device functioning as designed.